Event description:
It was reported that, customer received uti, asked her if she was changing every 8 to 12 hours and she stated she did it once a day only. It is unclear if troubleshooting was performed. It is unknown if lot or serial number was requested. It was unknown what medical intervention was provided.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: the purewick flex female external catheter is designed for single use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Stop use if an allergic reaction occurs. Do not use on users with skin irritation or breakdown at the site. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, nancy stated received uti, asked her if she was changing every 8 to 12 hours and she stated she did it once a day only. It is unclear if troubleshooting was performed.\ it is unknown if lot/serial number was requested. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.